Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the tube contamination finding, the additional evaluation findings are as follows: loud vibration sound due to worn suction feet, top cover had a poor appearance, rear panel had a poor appearance, and chassis had a poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 establishment name:(B)(6).

Event description:
The customer returned the maintenance unit device based for a reported "very loud operating noise". During the device evaluation, the following reportable malfunction was found: tube was contaminated. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to white fibers from a foreign object remained in the tube. The specific root cause of the white fibers could not be determined at this time. Olympus will continue to monitor field performance for this device.